Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the remaining capacity was 50% to 60% during previous follow-up but at subsequent follow-up, the device indicated as more than 80% remaining capacity. The device was later explanted and replaced prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. There were no adverse consequences to the patient prior, during and after the procedure.